Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debilitating pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("debiliating abdominal pain"), rash ("rashes") and headache ("headaches"). The patient was treated with surgery (underwent hysterectomy and partial bilateral salpingectomy with removal of the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, rash and headache outcome was unknown. The reporter considered abdominal pain, headache, menorrhagia, pelvic pain and rash to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, debilitating abdominal and pelvic pain, rashes, and headaches. Diagnostic results: following the requisite time period after implantation of essure patient had a hsg test. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("debiliating pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included obesity. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("debiliating abdominal pain"), rash ("rashes"), headache ("headaches"), blood iron decreased ("low iron"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (underwent hysterectomy and partial bilateral salpingectomy with removal of the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, headache, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, weight increased and vulvovaginal pain outcome was unknown, the genital haemorrhage, menorrhagia, abdominal pain and vaginal haemorrhage had resolved and the blood iron decreased was resolving. The reporter considered abdominal pain, bladder disorder, blood iron decreased, dysmenorrhoea, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: patient sought treatment on multiple occasions for symptoms of heavy menstrual bleeding, debilitating abdominal and pelvic pain, rashes, and headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion following the requisite time period after implantation of essure patient had a hsg test most recent follow-up information incorporated above includes: on 5-apr-2018: pfs: new events: vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, dysmenorrhoea, weight increased, vulvovaginal pain, genital haemorrhage, blood iron decreased were added. Reporter, patient demographic information, concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.